Manufacturer narrative:
Lot number - 18k001 and 18k020. Photographs of three samples were received for evaluation. For two photographs, visual inspection revealed that the white luer of both devices was cracked. The reported condition was verified. The cause of the condition was not determined. For one photograph, visual inspection of the photograph revealed that the tubing line was detached. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three large volume infusors broke prior to patient use. Two luer connectors were cracked, and one administration tube was broken. There was no patient involvement. No additional information is available.